Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 127 mg/dl (aviva system 1) and 307 mg/dl, 126 mg/dl (aviva system 2) customer reportedly received the following results on the aviva system within 10 minutes: 307 mg/dl and 126 mg/dl. Readings of 307 mg/dl and 126 mg/dl were obtained only once - no duplication of readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for aviva system 2. Reference medwatch with patient identifier (B)(6) for aviva system 1.